Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented in the operating room for a scheduled generator replacement. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead was capped and a competitive lead was implanted. Patient was stable.